Event description:
I started developing fatigue, inappropriate sinus tachycardia syndrome, and hair loss 3 years after my saline breast implants were placed in 2009. I then continued having these issues as well as brachial plexus damage from " unknown" nerve damage in 2013. In 2017 I had no idea my breast implants could be causing my health issues and so I had them removed and replaced (without capsulectomy of previous capsules) with allergan smooth natrelle saline breast implants. In 2018 I started having worsening of hair loss and shortness of breath. Increased fatigue with 14 hrs of sleep per night unidentifiable for issues in any of my labs. In 2019 the fatigue continued as well as joint pain, dry eyes (on restasis), a positive ana without rheumatic findings (yet), hair loss, and now most recently neurological issues (peripheral tingling, burning, tremors-bilaterally, and twitching all over) and an active (recent) positive igm mycoplasma pneumonia. I am in the process of explant with en bloc and am going to be tested for lyme, cmv, ebv and whatever mold testing the regular family medicine physician can provide. I find this is no coincidence that several women are speaking to this and trying to get help. No one would pay thousands of dollars to be left mutilated unless they feared their health and life! FDA needs to figure this out. It isn¿t rocket science that the chemicals are toxic nor is it difficult to black box warn the dangers of neurotoxins with saline from possible mold. My explant plastic surgeon said most of her explants have been saline. It is not just to leave us women feeling alone and "crazy" for these symptoms and clearly, some of us have positive labs showing similar positive labs upon explant, from the implant/source. It is terrible that insurance cannot pay to have these removed and that I have to be off duty because of these illnesses when all I want to do is continue serving our country as I have been in the military for 17 + years. FDA safety report ID # (B)(4).